Event description:
It was reported to philips during the periodic maintenance that the unit touchscreen was misaligned, and led had an illumination failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The international service engineer evaluated the unit and confirmed both reported problems. The international service engineer replaced the power switch overlay to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The international service engineer replaced the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. A touchscreen was returned for failure analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Resistance measurements was performed on the returned touchscreen assembly and the ul_lr / ur_ll resistance measurements were out of specification. The customer complaint of touchscreen out of specification was confirmed; faults were found on this returned touchscreen.